Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device had intermittent capture @ 1.5 volts, 1.2 ms and at 4 volts, 4 ms. There was consistent capture at 5 volts, 1.2 ms. A manufacturer technical consultant said, it is unable to provide an appropriate safety margin with this threshold and suggested discussion with the physician. The device is still in use. No patient complications were reported as a result of this event.